Manufacturer narrative:
Batch review performed on 22 march 2022. Lot 183642: (B)(4) items manufactured and released on 21-aug-2018. Expiration date: 2023-07-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly 1 year and 9 months after primary. The surgery was completed successfully.